Manufacturer narrative:
Additional information has been provided in d9 and h6. Corrected information provided in d3 (manufacturer fax).

Manufacturer narrative:
Additional information has been provided in h6 corrected information has been provided in h3 the root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
Section d4, lot and UDI, have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller generated ¿system self check fail¿ and ¿change console immediately¿ alarms. A different controller was used to support the patient, and no patient harm was reported.